Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that during posterior cruciate ligament surgical procedure combined with tibial osteotomy, it was observed that the fms pump device began to irrigate a lot of water and filled the knee with too much water. According to the report, the event occurred at the beginning of the arthroscopy when the hoses were connected to the patient and the pump began to irrigate water to the knee. It was further reported that when the knee was very full of water, the pump decreased the pressure and stopped irrigating. There was a delay of 20 minutes to the surgical procedure. There were no alternatives readily available. There were no surgical or medical intervention, prolonged hospitalization. The surgery was completed using an infusion pump from another provider ((B)(4)). It was reported that the patient required about 20 more minutes of anesthesia due to the delay. There were no reports of injuries. There was patient involvement. The patient's status post-surgery was unknown but the surgery was completed. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, availability is unknown, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-55144.